Event description:
Customer observed sporadic pipetting errors with the hamilton at (+)2 dilutor, part of the cobas ampliscreen test system used for the routine screening of units of blood. The customer alleges a software error may be causing the pipetting errors. Labeling accompanying the product indicates, when a pipetting error is encountered, the run is invalid and re-pipetting and testing of the sample is required. Due to insufficient volume of sample, the customer opted to manually process the test data from this run. The manual processing of the test data resulted in technician error and the releasing of a positive pool (24 units) of blood. The 24 units were subsequently recalled by the blood center and no positive units of blood were transfused.

Manufacturer narrative:
Labeling accompanying the cobas ampliscreen test system specifically states in situations where a pipetting error has occurred (error flag generated) that the test run is invalid and the samples must be re-pipetted and tested again. The labeling does no permit manual processing of test data. Roche field service personnel will visit the site and evaluate the performance of the hamilton dilutors.